Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that his one touch ultra2 meter was reading inaccurately high compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation and information obtained when the medical surveillance specialist (mss) reviewed the initial phone call. The patient claimed that the product issue began around ¿two months¿ prior to contacting lifescan, ¿in september, when he claimed that he had ¿left his meter in the car¿, after which he began obtaining results ¿in the 200mg/dl and 300mg/dl¿ range, which he felt were inaccurately high. The patient detailed that he currently manages his diabetes by self-adjusting his insulin doses and that around (B)(6) 2014, he increased the dose of his ¿humulin n u 100¿ by three units, in response to high readings obtained on the subject meter. The patient stated that ¿four weeks¿ after the alleged inaccuracies he developed symptoms of ¿vomiting and shaking¿, which he associated with ¿low blood sugars¿. The patient denied receiving any medical treatment. During troubleshooting, the cca noted that meter had been set to the correct unit of measure and that the test strips were in good condition and had not expired. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/12/2014). The patient¿s meter has been returned on 11/26/2014 and evaluated by lifescan product analysis on 12/2/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.